Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Insulin pump passed unexpected restart error test, self test, passed all operating currents tested with in the spec range, and passed off no power test. Insulin pump received with cracked battery tube thread, broken reservoir tube lip, cracked case near display window corners, cracked on display window, and minor scratches on display window noted. No moisture damage noted on electronics assembly.

Event description:
Customer reported via phone call that the device alarmed a compromised force sensor system alarm. Customer's blood glucose was 285 mg/dl. Drive support cap was sticking out. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.